Event description:
It was reported that tissue prolapse occurred. A promus premier¿ stent was selected and deployed in the target lesion. Post stent deployment, tissue prolapse was noted. A non-bsc stent was implanted to ensure that the tissue was not protruding through the stent struts and the procedure was then completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).